Manufacturer narrative:
The tech found the CPR valve is stuck. The tech replaced the CPR valve to resolve the issue.

Event description:
Tech alleged that the head section will not go up. No alleged injury by account.